Event description:
The patient reported the entire device system was removed due to a staph infection. Replacement surgery had not scheduled at the time of the call. Additional information was requested by medtronic from the healthcare professional regarding the reported event; however, the healthcare professional stated the patient has not been seen since 2006.